Event description:
It was reported that the tubing of a continu flo luer activated set dislodged from the drip chamber, which resulted in leakage of an unspecified 'fluid solution'. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in january 2023. H11: the device, two (2) sample photos, and retention samples were received for evaluation. A visual inspection was performed on the photo samples, and the tube detached from the drip chamber was observed. A visual inspection of the returned sample was performed, and a disconnect between the tube and the drip chamber was observed. The reported condition was verified. The cause was determined to be from an issue that occurred during the assembly process. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. A leak test under water was performed on the retention samples, and no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.